Event description:
The pump was returned for investigation. Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve actuation failure for valve 1. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.

Event description:
The following has been reported: - issue: pump problem alarm - cleaned valve pins & other components - no patient harm reported - no infusion interruption was reported. An initial review of the device logs reveals the following: pneumatic valve actuation failure (valve 1) this is the only information currently available, but fk has requested for the pump to be returned for further analysis. An active infusion was not delayed and no adverse event was communicated. Reporting due to the referenced issue further information is needed to complete the investigation.